Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading was 500 mg/dl; customer treated with six unit of insulin which brought the blood glucose down to 398 mg/dl. Customer was sick prior to starting insulin pump therapy. Hospital treated with saline IV and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.